Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. The parts that they replaced did not fix the issue. The investigation is still on going. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site could not start the application. They could not load the patient because of the application not booting. Troubleshooting included technical services (ts) visiting and confirming with us ts that the computer needed to be replaced. Update from the site confirming that the health care professional decided to postpone all navigation procedures until the issue was resolved. No patient was present at the time of the event.